Event description:
It was reported, the patient's device was discharged. The antenna locate feature was used which yielded a 48 (on the low side). The patient had been having problems with recharging. When in the clinic the representative was unable to achieve coupling with the recharging. The patient had a history of not being able to get good coupling. The issues with recharging have been present since implant. The device was implanted in the same pocket as the old device. The ins was not flipped and appeared to be fairly close to the surface. The patient was to undergo replacement of the device with a non-rechargeable device. A power on reset message appeared on the programmer.

Manufacturer narrative:
(B) (4)